Manufacturer narrative:
Customer service asked if the customer would like a different size breast shield. In follow up with a complaint handler on 10/04/2024, the customer indicated that she developed mastitis on (B)(6) 2024 and was prescribed an antibiotic, which she just finished. She indicated that the replacement breast shields were working, and her pumping experience has improved, and her mastitis was resolved. Based on the results of our internal investigation (reference number (B)(4) ), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2024, the customer emailed medela llc and alleged she had mastitis and needed smaller breast shields to use with her pump in style breast pump.